Event description:
Aide was assisting patient and noted difficulty breathing. She immediately called for assistance. Rn entered room and attempted to bag/suction pt via trach and met resistance. Patient had sudden, strong cough and large white object was expelled from trach tube. After the object was dislodged, the patient's reparatory status was stable. Easy effort, good coloring and o2 sats saturations were baseline for the patient. After investigation of the object, it was determined that the sponge from the trach "nose" that was on the patient. The trach "nose"/hygroscopic condenser humidifier (hch) was an infant model and the pt had shiley 4.0 trach, which is a small adult trach. We believe this contributed to the sponge becoming dislodged from the device.